Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention (CABG) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2006. Predilatation was performed prior to stenting of the proximal lad with one xience v stent. No procedural complications were reported. In 2009, the pt was experiencing angina and underwent a functional stress test that proved positive. One month later, the pt underwent a CABG procedure on four vessels, the rpda, 1st ob mar, 1st diag and the proximal lad, which had been previously stented with the xience v stent because of intrastent stenosis >=70% and <100%. No discharge date for the pt was provided; however, symptoms were said to be resolved as of four days later. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Angina and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting. These pt effects, along with hospitalization are listed as no-fault post-procedure complications and not necessarily an indication of a product quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which CABG was performed and the pt hospitalized. A conclusive cause for the reported pt effects and the relationship to the xience v sds, if any, cannot be determined.